Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during a drain cycle of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the homechoice set during a dwell cycle of their apd therapy. Hp did not make it back in time for the drain cycle that follows. When hp returned he reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending their therapy early and advised hp to setup with new supplies to complete their apd therapy. Per rn, no pt injury or medical intervention was associated with this incident.